Event description:
On (B)(6) 2011, pt reported he is having continuing concerns with the infusion sets leaking. Pt stated this morning he noticed the infusion set was leaking and he experienced an elevated blood glucose level of 268 mg/dl. Pt's normal blood glucose level is 110-130 mg/dl. Pt reported, he notices the leaking is between the adhesive and the cannula. Pt stated, he is using the insertion assist plus device to insert them. Pt reported, he does not have the infusion sets to return. On call back from pt on (B)(6) 2011, pt reviewed how to properly insert the infusion set. Pt reported he switched to a different infusion set and since then everything has been fine and no leaking at the infusion site. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.